Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ("pain in abdomen") in a (B)(6) year-old female patient who had essure (ess205) inserted for sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included nickel sensitivity. On (B)(6) 2007, the patient had essure (ess205) inserted. In 2007, the patient experienced menopausal symptoms ("extremely early complaints of menopause immediately after insertion"). In 2008, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), myalgia ("pain in muscles"), arthralgia ("pain in joints"), eczema and skin disorder ("skin complaints"). The patient was treated with surgery (on waiting list for essure removal). Essure (ess205) treatment was not changed. At the time of the report, the abdominal pain, myalgia, arthralgia, eczema and menopausal symptoms had not resolved. The reporter considered abdominal pain, arthralgia, eczema, menopausal symptoms, myalgia and skin disorder to be related to essure (ess205). The reporter commented: she is impeded in her normal daily functioning and suffering from injury. She does not use any other medication. The complaints have not been treated. She is on the waiting list to have essure removed. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term (pt). In this particular case a search in the global safety database was performed on (B)(6) 2017 for the following meddra pt: abdominal pain: n° 1080 cases (excluding this case). Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Most recent follow-up information incorporated above includes: on (B)(6) 2017: information from consumer: "several physical complaints" was clarified as "pain in muscles". More events were reported: "pain in joints", "pain in abdomen", "skin complaints eczema" and "extremely early complaints of menopause immediately after insertion". Concomitant allergy to nickel was provided. Incident: no lot number or sample was available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of embedded device ("coil was sticking 2 cm into the uterus") in a (B)(6) year-old female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included nickel sensitivity. On (B)(6) 2007, the patient had essure (ess205) inserted. In 2007, the patient experienced menopausal symptoms ("extremely early complaints of menopause immediately after insertion"). In 2008, the patient experienced abdominal pain ("pain in abdomen"), myalgia ("pain in muscles"), arthralgia ("pain in joints"), eczema ("eczema") and skin disorder ("skin complaints"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required) and arthritis ("arthritis"). The patient was treated with surgery (essure removal). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the embedded device outcome was unknown, the abdominal pain, myalgia, arthralgia, eczema, skin disorder and arthritis was resolving and the menopausal symptoms had not resolved. The reporter considered abdominal pain, arthralgia, arthritis, eczema, embedded device, menopausal symptoms, myalgia and skin disorder to be related to essure (ess205). The reporter commented: she is impeded in her normal daily functioning and suffering from injury. She does not use any other medication. The complaints have not been treated. She is on the waiting list to have essure removed. Diagnostic results: during the operation, the coil was sticking 2 cm into the uterus. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 08-dec-2017 for the following meddra preferred term: embedded device. The analysis in the global safety database revealed 419 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Most recent follow-up information incorporated above includes: on 05-dec-2017: essure was removed on 09-oct-2017. During the operation, the coil was sticking 2 cm into the uterus. Patient stated that, soon after removal, the events pain in muscles, pain in joints, pain in abdomen, skin complaints, extremely early complaints of menopause immediately after insertion, eczema and arthritis reduced. Arthritis and coil was sticking 2 cm into the uterus were added as event terms. Incident: no lot number or sample was available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ("device removal planned") in a (B)(6) female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced adverse event ("several physical complaints") requiring medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (appointment with specialist, the xenobiotic material will be removed as soon as possible). Essure (ess205) treatment was ongoing at the time of the report. At the time of the report, the medical device removal outcome was unknown. The reporter considered adverse event and medical device removal to be related to essure (ess205). The reporter commented: she is impeded in her normal daily functioning and suffering from injury. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term (pt). In this particular case a search in the global safety database was performed on (B)(6) 2017 for the following meddra pt: medical device removal: n° (B)(4) cases (excluding this case). Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: no lot number or sample was available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.